Event description:
No blood glucose levels reported. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer performed a self-test on the insulin pump and the insulin pump passed. The customer declined to troubleshoot and reported feeling safe using the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).